Event description:
Per c's notes in potential medical tab: "cust states the meter will not turn on and pt is feeling faint vision is blurred because the meter will not power on. Cust said the meter is physically harming pt because pt was just released from the hospital 3 days ago and the meter was malfunctioning even when pt was in the hospital."